Event description:
Information received related to a study reporting that the pt had a distal dissection (type c) during stenting of the target lesion (lcx). This event was resolved with additional stenting. No other information was available,